Event description:
A surgeon reported a rough finish on the cartridge of an intraocular lens (iol) delivery system. He felt there was the potential to cause damage to ocular tissue. There was no actual patient incident noted.